Manufacturer narrative:
(B)(4).

Event description:
It was reported that the swg (spring wire guide) was found kinked prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including a guide wire assembly. The guide wire and guide wire tubing contained obvious signs of use in the form of biological material. The distal j-tip was returned retracted in the straightener tube. Visual examination of the guide wire revealed numerous kinks throughout the body of the wire. Multiple offset coils were detected at the proximal end of the guide wire. The main kinked areas of the guidewire were located 38-57 mm, 285 mm , 391 mm, and 585 mm from the distal end. The total length and outer diameter of the guide wire were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds were fully intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a kinked guide wire was confirmed by complaint investigation. The guide wire contained numerous kinks, bends, and offset coils throughout the wire body. However, the customer reported time of discovery did not match the sample received as obvious signs of use were detected on the guide wire. A device history record review was performed with no relevant findings. The probable cause of this complaint could not be determined based on the discrepancy between the customer report (damage before use) and the returned sample (evidence of use). Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the swg (spring wire guide) was found kinked prior to the patient.